Event description:
Unable to advance the contralateral wire. The device delivery catheter could not be removed through the ipsilateral limb after the endograft was deployed. The handle was dismantled to facilitate successful removal of the device. A small type I endoleak was noted at the superior attachment system.